Event description:
The account alleged that the head will not raise on the bed. No pt impact.

Manufacturer narrative:
The account replaced the head up valve and the issue remains. Technician told the account to replace the cardio pulmonary resuscitation valve. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.